Manufacturer narrative:
Due to character restrictions in block e1 full event site city name is (B)(6), initial reporter full name- (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) require check and replace parts. There was no patient harm.

Manufacturer narrative:
Updated: b4, b5, g3, g6, h2, h3 and h11. It was determined that the event involved a only a routine/scheduled replacement according to the specified period and no malfunction was identified. Therefore, it is not a valid complaint and is not considered a serious incident.

Event description:
It was determined that the event involved a only a routine/scheduled replacement according to the specified period.